Event description:
A surgeon reported two pts with endophthalmitis and corneal haze following intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with this event. This report is for the second of two pts.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B) (4). (B) (4).